Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited increasing shock impedances. The shock impedances were measured high and out of range. During a revision procedure for a generator change-out a series of defibrillation threshold (dft) tests were performed. After the tests were completed shock impedances returned to within normal limits. This rv lead remains in service. No additional adverse patient effects were reported.